Manufacturer narrative:
The peritonitis occurred on an unreported date in (B)(6) 2017. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by turbid effluent. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. The patient was treated with fortum and cephazolin (doses, frequencies, route and duration not reported) for peritonitis. Four days after initiation of antibiotics, the prescription was changed to intraperitoneal cephazolin. At the time of this report, the patient was recovering from this peritonitis event. Extraneal and physioneal therapies were ongoing. No additional information is available as the reporter declined to provide any further information.